Manufacturer narrative:
Exact date unknown, event occurred several years ago from the date manufacturer was made aware. Explant date: ni. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 16995842/16995842.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent a full system explant procedure. No further information could be obtained.